Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) ranged from 349 mg/dl to over 600 mg/dl; a bolus was delivered to address the high bg. Reportedly, the customer was unable to clear the alarm and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (occlusion alarm's).